Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) during an episode of supraventricular tachycardia (svt). A boston scientific technical services (ts) consultant reviewed the device data and suggested several programming options to resolve the issue. Medical management was also discussed as a last option. Approximately five months later, this patient received inappropriate atp and one inappropriate shock due to an episode of svt. Data was reviewed by ts and reprogramming options and medication check were discussed as possible solutions. Two months later, this patient received an inappropriate shock for an episode that appeared to be svt. Ts noted variable rhythm match correlation percentages and suggested storing a template while the patient is exercising if the issue appears to be rate dependent. The device remains in service. No adverse patient effects were reported.